Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having choking on mucus. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experience choking on mucus. There was no medical intervention reported by the patient. The reported event of choking on mucus and its reported severity was reviewed by the manufacturer's clinical expert. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the internal and external parts of the device and found unknown dust/dirt contamination found on the blower casing/impeller, blower box, and humidifier base was inconsistent with degraded sound abatement foam contamination. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The presence of contamination throughout the airpath suggests a source external to the device. The occurrence of a keratin-like substance observed around the blower box. Mineral spots consistent with water ingress were found within blower box housing and on motor casing. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect-impact code, type of investigation, investigation findings and investigation conclusions have been updated.